Event description:
It was reported that during a lap colectomy procedure, after receiving an error code 5, the blade was found to be broken. Blade retrieve and another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Information not available, device not returned for analysis.